Event description:
Device 2 of 3; reference MFR. Report#: 1627487-2019-02137, reference MFR. Report#: 1627487-2019-02139. Further information received advised that the scs system was explanted due to discomfort at the ipg site.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2019-02137, reference MFR. Report#: 1627487-2019-02139. It was reported that the patient underwent surgical intervention wherein the scs system was explanted. No further information is known at this time.